Event description:
Following a diagnostic procedure, the physician inserted an 8f angio-seal in the right femoral artery in 1999. The pt complained of numbness and tingling to the lower extremities that continued overnight. She was re-admitted to the hosp on the next day where the numbness, claudication and decreased pulses were confirmed. Dr performed an uneventful thrombectomy patch graft to the right common femoral artery. It should be noted that the dr implanting the angio-seal has not been trained on the proper deployment techniques of the angio-seal device. A follow-up eval of the pt in 1999 revealed all of the symptoms reported prior to the thrombectomy had returned. The vascular surgeon was considering scheduling an arterial gram for this pt, however as of 10/5/99, no further info has been rec'd.